Event description:
No additional information.

Manufacturer narrative:
One mz303 sample was received without packaging for investigation. The sample contained some clear residual fluid and no connecting product was provided to aid the investigation. The customer reported that "during infusion the connection [between an external extension tube and the female luer adaptor] loosened resulting in an infusion leak." A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing confirmed the connection between the maxzero and other bd products from stock remained secure when connected; no inadvertent disconnection occurred throughout testing. Furthermore, no leakage was observed when subjected to leakage testing at both the fla and the male luer of the set. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A lot number was not provided as part of the investigation; however a review of the laser ID (B)(6) from the maxzero component confirmed a possible lot number to be either 23119332, 23129128, 23129129, 23129143, 23129144 or 23129173. A review of the production records for the potential lot numbers did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that reports of this nature against products in the maxzero product family are rare and have been occurring at a low frequency within the last 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector was loose the following information was received by the initial reporter with the following verbatim: it was reported that the external extension tube was connected to the female side (mixed infusion part), and during infusion the connection loosened resulting in an infusion leak.